Manufacturer narrative:
A siemens headquarter support center (hsc) specialist reviewed the data which indicated an improper dilution by the integrated multi-sensor technology (imt) probe for the initial run of this sample. Quality controls (qc) were within range, indicating that the imt dilution system and probe were working properly. The fluid verify and standard a air readings suggest the presence of bubbles in the fluid path or an obstruction in the system impacting the fluid position of the sample across the sensor when these measurements were taken. Hsc concluded the cause of the falsely elevated na, k and cl is sample specific due to the presence of gel or fibrin in the sample which had impacted the proper aspiration of sample for the imt dilution. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower and within the expected range. The sample was then repeated on the original vista instrument, matching the alternate instrument results. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.